Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance in unipolar configuration at 150 ohms. The lead was reprogrammed to bipolar configuration (360 ohms) to resolve the anomaly. The physician will continue to monitor the patient, and no intervention is planned at this time. The patient¿s condition is stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).